Event description:
On (B)(6) 2011 patient routine follow up, we found abnormal impedance measurements over 2500 ohms also found loss of capture. The physician said that happens in this case was an atrial lead conductor fracture, then the device is reprogrammed in mode vvi for deactivated the electrical atrial stimulation. No further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).